Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. Unit received with missing end cap sticker. The device was received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was performed. The device was returned for analysis.